Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with biliary stent placement procedure performed on (B)(6), 2009. According to the complainant, while attempting to place the stent to treat a bile duct constriction due to pancreatic cancer, the stent would not deploy. Although the handle was pulled back over halfway on the deployment lever, the stent would still not deploy. When the deployment handle was readvanced to its original position, the metal stylette broke. The device was removed and the procedure was completed with an 8x10 wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).